Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 48 mg/dl with confusion and lightheadedness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a history/settings issue with the pump; the basal history reportedly does not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-mar-2019 with the following findings: a review of the black box showed manual time changes occurred. The daily insulin delivery totals appeared inconsistent due to the time/date changes. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.